Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a leak in the cracked co2 canister. The co2 canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit stopped mechanically ventilate during a case. There was no report of patient injury.